Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The patient experienced bleeding. It was reported that there was an abnormal bleeding at the puncture site. The procedure was aborted due to heavy bleeding. According to the opinion of the doctor, the difficult puncture would be the cause of the abnormal bleeding. The catheters did not reach the right atrium. Surgery was delayed due to the reported event for 60 mins. Action taken when event occurred was waiting until the doctor canceled the case. Physician¿s opinion on the cause of this adverse event was the patient condition. Outcome of the adverse event was improved. Generator information was a smartablate system rf generator / g4c-057. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 22-mar-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The patient experienced bleeding. It was reported that there was an abnormal bleeding at the puncture site. The procedure was aborted due to heavy bleeding. According to the opinion of the doctor, the difficult puncture would be the cause of the abnormal bleeding. The catheters did not reach the right atrium. Surgery was delayed due to the reported event for 60 mins. Action taken when event occurred was waiting until the doctor canceled the case. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. A visualization, electrical, and back pressure were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A device history review was performed for the finished device 60000041 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician considers the cause of this adverse event was the patient condition. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).